Event description:
Consumer reported false positive sars result for their spouse. It is unknown if the consumer's spouse was symptomatic. The consumer communicated that they initially interpreted the result to be positive based on a faint grey line and later realized it was a negative result. 2 additional events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Manufacturer narrative:
B7- remove all information in this field as it does not apply to this event and was included by error on the original report.